Event description:
Customer reported the hold button is missing, no other physical damage was reported. The customer did not know what date this was discovered but stated that there was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. The hold button and the mode button have been torn away and are missing. The red hold led light is not visible. The modes cannot be changed since the mode button is missing therefore certain factions cannot be tested. Since the hold button is missing this function cannot be tested. When a known working nurse call test fixture and nurse call cable is used with the alarm the nurse call light turns off intermittently at the nurse call test fixture when the nurse call cable is wiggled. Unit passes all other functional tests. Note: the instructions for use has a warning statement: test the alarm and/or sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Ensure the green led, indicating mode, is blinking and the red hold indicator light is no longer flashing. When using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. (B)(4).